Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Post-op radiographs have been requested for review. Investigation is ongoing and results will be provided in follow up report. The surgeons comment that, if there was some sort of anterior handle tibial slot guide he would be able to ream for the passive stem and cut channels for the flanges without disturbing the physis with pins, is a statement of the surgeons preference and does not indicate a non conformance of the device. The instrumentation provided is in compliance with the stanmore implants specifications.

Event description:
It is reported that: it appears as though the femoral stem was undersized. The 150mm femoral stem designed for the patient tapered from 11mm to 9mm, distal to proximal. Dr. (B)(6) was able to sink a 9mm flexible reamer to 160mm without spinning the reamer on power. He was also able to sink an 11mm flexible reamer to a depth of about 90-100mm without the aid of power. Furthermore, we measured the width of the intramedullary canal at the resection level and it was 18mm. When we placed the implants provisionally to trial, he was able to significantly toggle the femoral component. Additionally, he noted that if there was some sort of anterior handle tibial slot guide he would be able to ream for the passive stem and cut channels for the flanges without disturbing the physis with pins.